Event description:
The customer observed a cleaner and blood leak from the secondary rinse block on the coulter lh 750 hematology analyzer. The blood leak was contained to the blood sampling valve overflow tray. The cleaner leaked below the diluter. The volume of the leak was approximately 300 cubic centimeters of cleaner and 325 microliters of blood. The healthcare worker interfacing with the machine was wearing personal protective equipment which included a laboratory coat and gloves. There was no exposure to healthcare worker uncovered wounds or mucous membranes and no injury was reported. No personnel sought any medical attention in association with this event. No patient results were affected by this event. No death or injury was associated with this event. There was an exposure plan in place at the facility.

Manufacturer narrative:
Service was dispatched to the site on (B)(6) 2012 for this event. The field service engineer (fse) isolated the problem to a broken vl53 triple pinch valve causing improper draining at the primary and secondary aspiration needles. The pinch valve was replaced. The fse cleaned the blood sampling valve, stripper plate, rocker bed, and needle area. The instrument was returned into service after completion of repairs. The failure mode of this event was a vl52 triple pinch valve. The failure mode included a critical component and has the potential, upon recurrence, to cause discrepant results due to carryover for any parameter. (B)(4).